Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the vitrectomy cutter could not cut before vitrectomy surgery. No error message was displayed. The surgery was completed after replacing the cutter with another one. There was no impact to the patient.